Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. Fse was dispatched and on 18-apr-2017 replaced check valves in pump. While on site performed pm (preventive maintenance). Ran precision and got no errors. The most probable cause of the reported event was failure of pump valves.

Event description:
On (B)(6) 2017 the customer reported calibration failure with their hlc-723g8 analyzer. Customer requested onsite service for calibration failure and controls out of range. Analyzer has not been used for several days and turned off. Caller stated that other tech performed troubleshooting. Uncertain if flow rate adjustment is needed. No calibration or control data provided to ts (technical support). Fse notified as requested by customer. The customer is unable to run hba1c patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hba1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.